Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a syringe. The customer reports the cardiac cath lab had an incident of a cracked syringe during an emergency case resulting in a blood spray onto a physician's facial ppe and gown. No medical intervention was required as proper ppe was used.

Manufacturer narrative:
The lot number the syringe came from was one of 2: 414200163x or 423900163x. A device history record (DHR) was reviewed for both lots noted. It is important to note that all acceptance criteria checks per established sampling levels were within predefined limits during the production process and prior to final release it met the acceptance criteria. The DHR reviews showed that the specified lots completed manufacturing on 6/25/2014 and 9/01/2014. The lot acceptance includes needle leak / pressure test in accordance with procedure. A review of internal inspection rejections was performed classification of a hole, split, or crack in the barrel which permits leakage. The results showed no internal inspection rejections. As of 11/12/2014 no samples have been provided. Samples from other complaints were reviewed and evaluated to support the investigation. The reported condition was clearly observed (crack in the barrel). Samples with the observed cracks were printed using print head one, three and four. The print quality was good on the samples reviewed. Significant factors were noted during the root cause analysis. The packer significant factors have been identified as the most probable internal root cause. Damage created by the packer would create a visual product issue as shown in samples evaluated. An internal quality alert has been posted at the point of manufacturing. Tightened inspection will continue and be documented within the DHR for a minimum of 10 consecutive lots. This type of issue is visually detected, and such that should cause the user to discard the unit.

Event description:
The instructions for use (IFU) on the carton that the product is packed in states; do not use if package is opened or damaged.&#65533; the product is routinely examined to ensure it meets acceptable quality levels (aql), and a lot cannot be released unless it passes visual and functional testing requirements. All lots are statistically sampled and inspected for issues. A lot cannot be released unless it meets all acceptance requirements. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) has been initiated. If additional information is obtained which requires further action, it will be documented as part of the CAPA. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.